Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was granted remote access and identified numerous integrated multisensor technology (imt) probe errors. A siemens customer service engineer (cse) was dispatched to the customer site. The engineer replaced the imt cleaner pump and repaired a faulty fluidics connector for imt diluent. The imt probe and imt rotary valve were auto-aligned. The reagent probe (r2) was also replaced, and the auto alignment performed. The engineer ran a quick check, and no failure was noted. The system is operational, and the cause of the event is unknown. No further evaluation of this device is required.

Event description:
A discordant falsely elevated potassium (k) result was obtained on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The customer used the same patient sample to perform repeat testing. The customer also used the same patient sample to perform repeat testing on an alternate dimension vista instrument. The customer informs the repeated results matched, and the result obtained on the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the potassium (k) discordant result.